Manufacturer narrative:
Manufacturer's investigation conclusion: a root cause for the reported driveline infection and exit site bleeding could not be conclusively determined through this evaluation. The patient was later discharged per review of patient information and remains ongoing on vad support. The hm3 IFU lists bleeding and infection as adverse events that may be associated with the use of the hm3 lvas. The IFU and the hm3 patient handbook provide information regarding how to prevent infection and how to care for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The site communicated that the patient was admitted for bleeding from her drive line site. The patient received 2 units of packed red blood cells and his infection was treated IV cefepime. No additional information was reported.